Event description:
It was reported that the implantable loop recorder device was double counting r waves during fast ventricular tachycardia (fvt) episodes and that undersensing episodes were also observed. It was further reported that atrial fibrillation was detected; however, the clinician noted that the rhythm appeared to be sinus rhythm. Programming changes were made and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).